Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), anatomical requirements include infrarenal aortic neck treatment diameter range of 19-32 mm. As reported, the neck diameter range was 15-20mm, although the physician could not say that this caused or contributed to the inability to cannulate the contralateral leg gate.

Event description:
On (B)(6) 2020 this patient underwent endovascular treatment of an aortic aneurysm using a gore® excluder® aaa endoprostheses. It was reported that after multiple attempts, the contralateral gate was unable to be cannulated. It was decided that an aorto-uni-iliac stent graft procedure would be performed with a femoral-femoral bypass, which was successful. The physician or field sales associate could not find a reason for the contralateral gate being unable to be cannulated, however, it was reported that the patient had a reverse tapered aortic neck with a diameter range of 15mm-20mm, and that the graft had the appearance of looking crimped. No further issues were reported and the patient tolerated the procedure.